Manufacturer narrative:
Our product evaluation lab received one pacing catheter. The customer report of pacing issue was unable to be confirmed. No visible damage or abnormality was observed from catheter body, balloon and windings. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc of air and the balloon remained inflated for 5 minutes without leakage. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint affected unit was returned for evaluation and no defect was found. Therefore, a product non-conformance or device failure associated to manufacturing or design could not be confirmed. The malfunction code could be associated to multiple root causes. However, an in-depth investigation is not required this time. This complaint does not meet product risk assessment escalation triggers.

Event description:
It was reported that a pe074f5 swan-ganz bipolar pacing catheter was unable to pace during use. The catheter was used because the patient's heart rate decreased after a cardiac surgery. The problem was solved by replacing the catheter. It was unknown if the patient had a history of cardiac conduction defect. Patient demographic was requested but unavailable. There were no patient complications reported. The product is expected to be returned for analysis but has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.